Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: need for additional surgery incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain all over pain") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's concurrent conditions included overweight. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), migraine ("migraines"), headache ("headaches"), arthralgia ("joint pain") and abdominal pain ("abdominal pain"). On (B)(6) 2010, the patient had essure inserted. In (B)(6) , the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary tract disorder"). In (B)(6) 2010, the patient was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)") and alopecia ("hair loss"). In (B)(6) , the patient experienced fungal infection ("infection (bladder/urinary tract/vaginal): yeast infection"). On an unknown date, the patient experienced cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge") with vaginal discharge, vulvovaginal mycotic infection ("yeast infection") and pain ("all over pain"). The patient was treated with surgery (operative laparoscopy, bilateral salpingectomies). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, cystitis, urinary tract infection, migraine, dyspareunia, vaginal discharge, weight increased, alopecia, abdominal pain, vulvovaginal mycotic infection, bladder disorder, urinary tract disorder, pain and fungal infection outcome was unknown, the vaginal haemorrhage and menorrhagia had resolved and the headache and arthralgia was resolving. The reporter considered abdominal pain, alopecia, arthralgia, bladder disorder, cystitis, dyspareunia, fungal infection, headache, menorrhagia, migraine, pain, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: need for additional surgery. Discrepant information received as per pfs (B)(6) 2010 and earlier in source document it was (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39 kg/sqm. Most recent follow-up information incorporated above includes: on 18-dec-2018: pfs received. Event infection (bladder/urinary tract/vaginal): yeast infection were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's concurrent conditions included overweight. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), cystitis ("bladder infection"), urinary tract infection ("uti"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia(painful sexual intercourse)"), vaginal discharge ("vaginal discharge") with vaginal odour, weight increased ("weight gain"), alopecia ("hair loss"), arthralgia ("joint pain"), abdominal pain ("abdominal pain"), vulvovaginal mycotic infection ("yeast infection"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary tract disorder") and pain ("all over pain"). The patient was treated with surgery (operative laparoscopy, bilateral salpingectomies). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, cystitis, urinary tract infection, migraine, dyspareunia, vaginal discharge, weight increased, alopecia, abdominal pain, vulvovaginal mycotic infection, bladder disorder, urinary tract disorder and pain outcome was unknown, the vaginal haemorrhage and menorrhagia had resolved and the headache and arthralgia was resolving. The reporter considered abdominal pain, alopecia, arthralgia, bladder disorder, cystitis, dyspareunia, headache, menorrhagia, migraine, pain, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: need for additional surgery. Discrepant information received as per pfs (B)(6) 2010 and earlier in source document it was 8 (B)(6) 2011 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39 kg/sqm. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs and medical record received:event abnormal bleeding (vaginal, menorrhagia),bladder infection ,uti, bladder or urinary problems,migraines,headaches,dyspareunia, vaginal discharge a lot with metal smell to it-event splited for coding,,weight gain, hair loss,all over pain, joint pain, abdominal pain, yeast infection, bladder problems, urinary tract disorder, essure confirmation test not done added. Reporters,events outcome added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.